Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. While repositioning the wds during the procedure it was noted that there was a device related thrombus on the device. The wds and the thrombus were removed from the patient together. The procedure was successfully completed with a new closure device that was implanted in the laa of the patient. There were no patient complications that were reported to have occurred.